Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage at the force sensor resistor. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported the insulin pump alarmed compromised force sensor system. Alarm was noted in the device alarm history. Customer's blood glucose was normal. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.